Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain, soft stools and cloudy fluid. The cause was not reported. On an unreported date, the patient was hospitalized for the event and began treatment with cefazolin, fortum and gentamicin intraperitoneally (dosage and frequencies not reported). On an unreported date, cefazolin, fortum and gentamicin therapies were discontinued due to an unspecified allergic reaction. On an unreported date, the patient began treatment with vancomycin (intraperitoneally, dose, frequency and duration not reported) and amikacin (dose, frequency, duration, and route not reported). The action taken with pd therapy and the patient outcome were not reported. Additional information is not available.